Manufacturer narrative:
Corrected data: upon further review it was determined that section h4 device manufacture date, section h6 investigation finding, and investigation conclusions in the initial MDR report were inadvertently provided. The correct date for section h4, device manufacture date is 11/26/2001. The correct number for section h6, investigation finding is 628. The correct number for section h6, investigation conclusions is 4307. Therefore, this supplemental report is being submitted to provide the correct data. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, section a4 and a5: unknown, information requested but not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the excimer system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Tech support indicated that the laser was reset, passed the self-test, and successfully cut a sphere on plastic. Center was going to check their uninterrupted power supply (ups). A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their excimer system lost power with 10 pulses remaining during a treatment. The patient was unharmed, and the doctor will inform the patient about the incident and determine the next steps. No further information provided.